Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 - december 12, 2023. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed, and it was noted that the stress-member flange of the infusor was damaged. The stress-member flange is located at the upper area of the device. Closer examination on the damage area of the stress-member flange suggested the cause of damage may be related to the handling of the device before use. An unknown and very strong external force was applied directly onto the stress-member flange causing it to crack. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause may be related to the handling of the device before use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was damaged. The damage was described as the elastomeric reservoir in the bottle was tilted. The damaged component was discovered before patient use. There was no patient involvement. No additional information is available.